Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead were undersensing. The physician decided to swap the rv and lv leads in the header block of the device. The leads "performed well" and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, implantable pacing lead, (B)(6) 2006; d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 407652, implantable pacing lead, (B)(6) 2006. (B)(4).